Event description:
The surgeon states that the patient presented with increased pain in joint area. Positive for pseudotumor.

Manufacturer narrative:
The catalog number and lot code are unknown. The device was reported as an unknown biolox delta head. Additional information has been requested and if received, will be provided in the supplemental report.